Event description:
It was reported that the customer experienced a high blood glucose level of 414 mg/dl. The customer reported his blood glucose level was high because of a failed battery test. He was relying on the insulin pump to deliver a bolus but it did not. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).